Event description:
It was reported that the device experienced early battery depletion due to high right ventricular threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device experienced early battery depletion due to high right ventricular threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.